Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range. The customer experienced hyperglycemia with blood glucose value of 311 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-7040a, mmt-1884l, mmt-332a, mmt-242a. Troubleshooting was performed. The sensor glucose value was 83 mg/dl, while the blood glucose value was 311 mg/dl, resulting in a difference of 228 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l, mmt-332a, mmt-242a. Mmt-7040a was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated summary), h6 (updated type of investigation, investigation findings, investigation conclusion code), section h11 (updated return status rationale) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-7040a will not be returned for analysis.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor issue. The sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Sensor carelink additional investigation was performed for the sensor error-sg not available/updating issue. Sensor glucose not displayed due to sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.